Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times before the screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.